Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the distal rca. On the same day a myocardial infarction (mi) occurred. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infarction). (B)(4).